Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history record has been completed. Investigation summary: the complaint device (protec slv/ flex/ lg for nl 8-11 / -s) was not received for investigation. A photo investigation was performed based on the photos. The images were reviewed, and the complaint condition was confirmed. After review of the photos provided, it was found that the tip was deformed/bent. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Event description:
It was reported on an unknown date in 2022 during an unknown procedure, the surgeon was inserting a tibial nail with the tna set, part of the ans. When using the flexible suprapatellar sleeve, the flexible opening reamer got caught inside the sleeve and bent the metal in the soft tissue protector. The reamer was immediately caught in the sleeve on the first rotation of the reamer. The doctor did not feel comfortable continuing the surgery with this sleeve. He discontinued use of the item and opened the older set to use the solid suprapatellar instruments. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. This complaint involves one(1) device protec slv/ flex/ lg for nl 8-11 / -s. This is report 1 of 1 for complaint (B)(4).